Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the emergency room for an exacerbation of parkinsons disease symptoms. The patient noted a difference in charging times when charging the implantable pulse generator (ipg) wherein the charging time was extended and took longer to charge the device. It was suspected there may have been damage to the ipg from previous non-device related surgical procedures where plasma blade electrocautery was performed. The dbs system was checked, impedance measurements were nominal, and stimulation was confirmed as on. A computed tomography scan (CT) was performed of the cervical spine, but results were not provided. The patient's program had options to increase, or decrease stimulation, he increased stimulation 0.2ma over 48 hours bilaterally and had a reduction in rigidity and increased dexterity. Database analysis was performed and revealed stimulation was continuously on utilizing program three. The program log showed the device was turned off on three occasions for 2-3 hours each time on (B)(6) 2022, (B)(6)2024 - which coincide with the dates the patient underwent the non-device related procedures. Impedance measurements were within range. The stimulation would have been off and the ipg in hibernation mode had it not been charged and there was no hibernation events confirmed. There was no magnet resets confirmed from (B)(6) 2024 to (B)(6) 2024. The database revealed that the patient may not have consistently charged the ipg efficiently, charging was often stopped before the double beep indicator was heard, and the patient was not following a consistent charging schedule. Additional information was received indicating that the ipg is functioning as it should without any apparent damage.

Manufacturer narrative:
Correction to field b5 - additional information regarding the ipg functionality. Correction to field h6 - added ar-d code of stimulation inadequate and ar-I code of therapeutic response decreased.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the emergency room for an exacerbation of parkinsons disease symptoms. The patient noted a difference in charging times when charging the implantable pulse generator (ipg) wherein the charging time was extended and took longer to charge the device. It was suspected there may have been damage to the ipg from previous non-device related surgical procedures where plasma blade electrocautery was performed. The dbs system was checked, impedance measurements were nominal, and stimulation was confirmed as on. Computed tomography scan (CT) was performed of cervical spine, but results were not provided. The patient's program had options to increase, or decrease stimulation, he increased stimulation 0.2ma over 48 hours bilaterally and had a reduction in rigidity and increased dexterity. Database analysis was performed and revealed stimulation was continuously on utilizing program three. The program log showed the device was turned off on three occasions for 2-3 hours each time on (B)(6) 2022, (B)(6) 2024, and (B)(6) 2024 - which coincide with the dates the patient underwent the non-device related procedures. Impedance measurements were within range. The stimulation would have been off and the ipg in hibernation mode had it not been charged and there were no hibernation events confirmed. There were no magnet resets confirmed from 22 jan 2024 to 28 jun 2024. The database revealed that the patient may not have consistently charged the ipg efficiently, charging was often stopped before the double beep indicator was heard, and the patient was not following a consistent charging schedule.